Event description:
Patient was revised to address chronic dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 6/9/2014 - the first three dislocations were reported on (B)(4). This complaint reports the dislocation on (B)(6) 2012 of the devices implanted on (B)(6) 2011. Doi updated. Part/lot information located and updated.

Manufacturer narrative:
New (B)(6) created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address chronic dislocation. This complaint reports the dislocation on (B)(6) 2012 of the devices implanted on (B)(6) 2011. Doi updated. Part/lot information located and updated. Doi: (B)(6) 2011, dor: (B)(6) 2012 (r hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the available information, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd (3/7/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.